Manufacturer narrative:
(B)(4). Report source, foreign - (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that 1229 refobacin bone cement r 1x40g, reference 3003940001, lot number a747da0213 were manufactured on 19 april 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner aseptic packaging was found to be opened on the corner. The issue was found before surgery and lead to a delay of 30 minutes.

Event description:
It was reported that the inner aseptic packaging was found to be opened on the corner. The issue was found before surgery and lead to a delay of 30 minutes. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The pictures in the complaint show the inner sterile packaging but do not enable to see if it was opened. Reported event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. DHR was reviewed and no discrepancies were found. Two similar complaints have been recorded for refobacin bone cement r 1x40 g, reference 3003940001, batch a747da0213 within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.